Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loud speaker error. No adverse event involving patient or user was reported.

Manufacturer narrative:
The customer received a replacement device. The device which was returned for evaluation was considered an older generation model which had obsolete hardware, firmware, parts, and revision. The device was scrapped.